Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, troubleshooting by abbott field service, instrument service review, a search for similar complaints, and a review of labeling. Return material was not available. The abbott representative evaluated the analyzer. The representative moved the hil saline dilution cartridge from the a-line (outer) to the b line (inner) ring of the reagent supply center, no additional discrepant results have been generated. A service history review revealed no additional erratic or discrepant patient results reported on this analyzer. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Tracking and trending did not identify any adverse trend. A review of historical data for the part associated with this complaint revealed no adverse trend, systemic issues, or nonconformances. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c16000 analyzer, list number 03l77 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer generated a falsely elevated chloride result while using the ict module on the architect c16000 analyzer. The customer provided the following results: (B)(6): chloride: initial 107.36, retest 14.12 mmol/l. No adverse impact to patient management has been reported.